Manufacturer narrative:
Customer service sent the customer a replacement device and requested return of her device for evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she had gone to urgent care the same day she had reported the issue to medela and was diagnosed with mastitis, for which she had been prescribed antibiotics and was advised to use ibuprofen for the pain and fever. In addition to the blood in her milk, the customer indicated there was also blood in the pump and that she had pain in her left breast, chills, a low-grade fever, and a red spot which was sore to the touch. The customer confirmed that the replacement pump was working without issue and that the mastitis symptoms and bleeding had subsided, although she still had two days remaining on antibiotics. The customer was offered contact with a medela clinician, which she declined. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/08/2019, and it passed suction and cycle specifications. Refer to the attached product evaluation. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had to be turned up to maximum vacuum level in order to get suction. She additionally alleged that she suspected she had mastitis and had noticed blood in her milk, but had not sought medical treatment.